Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after 2 hours and 30 minutes of use, the vessel sealer extend (vse) lost their non-adherent properties, causing tissues to stick and making them unusable. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: no tissue was damaged during the event. The issue was resolved by exchanging the instrument with an identical item. The surgeon did not perform any unplanned intervention or surgical techniques in response to this complication. There was no bleeding due to this event. The tissue that was sticking was from the patient. The vse wasn¿t sealing and weren¿t gripping tissue properly. The instrument jaws were able to open with difficulty, leaving tissue stuck on the instrument.